Event description:
It was further reported that the patient was slightly hypertensive and had some dizziness.

Manufacturer narrative:
A supplemental report is being submitted for additional information. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
A supplemental report is being submitted for device evaluation and investigation completion. Product event summary: the ventricular assist device (vad) and the associated outflow graft were not returned for evaluation. A review of the manufacturing documentation was not performed as the reported event and analysis are not related to a manufacturing or servicing issue. Log file analysis revealed slight decreases in estimated flows starting on (B)(6) 2024 and one hundred (100) low flow alarms logged since (B)(6) 2024. Log files also revealed intermittent suction events within the analyzed period. As a result, the reported low flow and suction events were confirmed. The reported outflow graft occlusion and stenosis events could not be confirmed due to insufficient evidence. Based on the available information, the device may have caused or contributed to the reported event. Based on the risk documentation, possible causes of the reported low flow and suction events may be attributed to multiple factors including but not limited to thrombus at the inflow cannula/outflow graft, constriction at the outflow graft, poor vad filling, inappropriate pump rotational speed, and/or patient related factors. Per the instructions for use, hypertension is a known potential complication associated with the implantation of a vad. Based on review of past adverse events for this patient, it was noted that the patient had a history of hypertension. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. There are possible patient, pharmacological and procedural factors that may have contributed to this event. H6: the codes present in section h6 correspond to components/products that comprise the reported event. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
###Investigation of this event is pending and a supplemental report will be sent upon its completion.### medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the ventricular assist device (vad) patient came to the hospital with multiple low flow alarms and some suction alarms over the course of a few weeks.  The blood pressure was normal, systolic blood pressure 110 mmhg.  The patient was not admitted though they have not had recent labs or diagnostics in years, they will be scheduled for future computerized tomography (CT) and echocardiogram.  The vad coordinator re-educated the patient about power connections as there were motor starts noted on the hvad viewer.  Log file review showed vad parameters were in normal range.  The patient will be monitored for in-flow and outflow graft occlusions as well as right heart failure and hypovolemia.  The vad remains in use.  No patient complications have been reported as a result of this event.

Manufacturer narrative:
A supplemental report is being submitted for additional information. Additional products: d1: heartware ventricular assist system ¿outflow graft d4: model #: 1125 / catalog #: 1125 / expiration date: 28-feb-2022 / serial or lot#: (B)(6) d9: no h3: no h4: mfg date: h5: yes medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was further reported that the patient's imaging showed some outflow graft stenosis. Stenting the outflow graft in the future was discussed, but no decision was made. The outflow graft remains in use.

Manufacturer narrative:
A supplemental report is being submitted for additional information. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was further reported that an outflow graft stenting procedure was performed, and the patient was admitted briefly afterwards. The vad flows returned to baseline after the procedure.